Event description:
It was reported that during implant the lead had "bad parameters" and myocardial perforation. Upon trying to remove the lead it was noted that the helix wouldn't retract. The physician also complained about the lead being too hard and not flexible. The lead was not used and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.